Event description:
The device was used during a laparoscopic cholecystectomy procedure. Reportedly, the clips did not advanced. The surgeon used another instrument to complete the procedure. The hosp has reported no pt injury occurred.

Manufacturer narrative:
1/8/1998-supplemental report #1 submitted to FDA. A dent was observed in the jaw of the instrument. This dent prevented the clip from fully loading into the jaw.